Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate automatic mode switch episodes were noted to be caused by farfield r wave oversensing. The device was reprogrammed.